Event description:
The customer reported to olympus, the evis lucera colonovideoscope that the lens fogs up when air is supplied. During the testing and inspection of the returned device, the nozzle had foreign material. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the bending angle is insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state, the bending section cover bond is cracked, the amount of air supplied is insufficient due to clogging of the air/water nozzle, there was a foreign object inside the nozzle, there was dirt around the objective lens that was difficult to remove, the image had cloudiness, the image had visible shadows, there was dirt on the operation part that was difficult to remove, the suction cylinder was scraped, water coverage was found on the electrical connector, and paint was peeling on the suction cylinder. Scratches were found on the insertion tube, the operation part, the tip cover, the operation unit cover, the up/down knob, the right/left knob, the grip, the universal cord, the scope connector, the scope connector joint case, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign matter could not be definitively identified. It was further confirmed that the reprocessing of the actual device was correctly implemented in line with the instruction manual. Therefore, a further presumption of cause could not be established. Olympus will continue to monitor field performance for this device.